Event description:
Ous MDR - it was reported that the lead connector was damaged during implant procedure of the device and was discarded at the case. It has been returned for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Ous MDR.